Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight [8] years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: worn out video connector latch causing poor connection with pigtails, corroded picture in picture connector and updating software version. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions of error codes b30 and e315 would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video system center had scope communication errors b30 and e315 . It was not specified when the event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.